Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented, cat# 5515-f-401, lot# dfwg; triathlon prim tib baseplate - cemented, cat# 5520-b-400, lot# bgvs; triathlon-asymmetric patella a29mm (s/I) x 9mm, cat# 5551-l-299, # lbs092; simplex p ro half dose 1 pack, cat# 6188-1-001, lot# raro22. At the present time it cannot be determined which, if any of these devices, may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. However, some x-rays and medical records were made available for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt stated she had a bilateral knee replacement done on (B)(6), 2010. Her right knee is perfect and feels great but with her left knee, she experiences extreme pain and feels like her knee grinds. Upon walking she experiences pain that shoots up her leg into her hip area. Pt has copies of her x-ray and stated that the image of her left knee shows that her femoral and tibial components have no space and looks like something is missing.